Event description:
Customer reports strip vial expiration date as 05/30/2008 while using aviva test strips. Manufacturer's electronic inventory records show expiration date as 04/30/2008. Batch record verification shows expiration date as 04/30/2008. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.